Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had received shocks from their cardiac resynchronization therapy defibrillator (crt-d). The patient noted that they had been in physical contact with a friend when the shocks were delivered and that the second party also received shocks. Additional information was requested and not received. The crt-d remains in use. No further patient complications have been reported as a result of this event.